Event description:
A customer observed a positively biased vitros phyt quality control result while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a positively biased phyt quality control result was obtained from the vitros 5,1 fs chemistry system. The customer was requested to perform routine maintenance to the immuno-wash subsystem on the vitros 5,1 fs analyzer. Following maintenance, re-calibration with the same phyt slide lot has resolved the issue. A definitive root cause could not be determined. However, the most likely cause of the event was a non-optimal calibration and an equipment issue that required a system maintenance mitigation. The investigation found no evidence to suggest that the results in question were caused by a phyt slide reagent malfunction.